Manufacturer narrative:
The customer was sent a replacement pump. In follow-up with a medela clinician on (B)(6) 2017, the customer indicated that she was prescribed antibiotics for her sickness and was currently feeling well. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Based on the results of (B)(4). It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that her swing breast pump worked for two days and then started turning off after approximately 2 minutes of use. The customer indicated that this was the second swing breast pump that she purchased because the first one had suction issues and she got sick from not being able to empty her breasts.